Event description:
It was reported that pump turned off and then reset one of its internal components during a routine system check, which concerned customer. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that reset was a built-in safety feature and that pump was working as intended, and received education that when pump turns off or resets, insulin on board and maximum hourly dose are reset to zero, continuous glucose monitoring sessions must be restarted, and cartridges must be reloaded; customer understood and acknowledged this information.